Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was unable to adjust stimulation and there was a loss of therapeutic effect (return of headaches). It was reported that there was a "call your doctor" eos message. There was no known accident or incident related to this report. Add'l info has been requested, but was not available as of the date of this report.